Event description:
It was reported the patient pretty much went into a medication induced coma on (B)(6) 2014. The patient didn¿t wake up until saturday and was in intensive care. On (B)(6), the patient went to get his pump refilled and ended up in the hospital for 3 days. When the nurse first entered the pump, it hurt. When she started pushing down on the plunger it started leaking out of the hole the nurse was in. The patient was going to be held for an hour for observation. Maybe 10-30 minutes later, the patient was passing out, that was all he remembered. It was stated that the patient was a little lethargic, 20 minutes later the patient was in an ambulance on the way to the hospital. The patient was given narcan and he woke up in the ambulance. The patient didn¿t remember anything after that. The patient kept waking up in a medial room with gadgets hooked up to him. When the patient was told what happened, he heard ¿malfunction¿ a lot of times. The health care provider (hcp) was working with medtronic regarding the removal of the pump. The hcp would remove the pump. The patient needed to have the pump shut off. The patient was down to less than 5 breaths per minute. He was released from the hospital on sunday and was still ¿in and out of it¿ until monday. The patient was told there was medication in the pump but the patient didn¿t think there was. It was reported that the pump had ¿dumped a load¿ into the patient. The patient was breathing on a machine. It was noted that the patient¿s pump only had maybe 100 punctures. The patient saw their hcp on (B)(6) and his pump was still running. A reading was taken and there was still 14ml of medication in the pump. The patient had gone through withdrawals the last 5 days. The patient had diarrhea which caused a bad rash by the colostomy bag. The patient was taking oral dilaudid. Additional information received reported that the patient had a faulty septum. There was a volume discrepancy with the patient on (B)(6). There was supposed to be 7ml in the pump and there was nothing. It was noted that this was due to the event that happened on (B)(6). The hcp filled the pump with saline and the device was turned down. The device was going to be checked for a volume discrepancy. It was claimed that the pump dumped the load and then a port malfunction occured. It was noted to not be a pocket fill. The pump was infusing hydromorphone and bupivacaine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the health care professional (hcp) was blaming the refill port. At the prior refill, a clear fluid came out from the puncture hole of the skin of the patient. The hcp was unsure what the clear fluid was, but suspected a septum leak from the refill port. The hcp admitted the patient to the emergency room (ER) because after watching the patient for a while after the fill, the patient developed drowsiness. The pump was then filled with saline. The patient wanted a new pump. The hcp noted that he will not put a new pump in at the time of report. The hcp had a question involving the pumps septum puncture integrity. The hcp thought the septum was guaranteed for 500 punctures.